Event description:
Pt was x-rayed in the post anesthesia care unit after surgery. Upon receiving x-ray, it was noted that an osteonics standard trial distal tip was left in femur, below the implant. Dr aware, or not notified until 3/15/99.